Event description:
Additional information received that, the problem was found during verification and only this patient interface was affected.

Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found unit presented with software 1.5.4. Afe pcba board failure and main board defective cable connector. H6: the previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable for the relevant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, the nim console not recognizing patient interfaces. The console was tested with other patient interfaces through wired mode. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that, power pcb failure and mute probe port was damaged. H6: applicable codes are fdm b01, fdr c0208, c070601 and fdc d16 and img g02017, g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H6 : fdm b17, fdr c20 and fdc d16 and img g02005 are applicable for the relevant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.